Event description:
It was reported the patient underwent a lead replacement due to limited therapeutic benefit. The patient had lost a large amount of weight since original implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va08915, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).